Event description:
The hcp reported that the day after pump replacement the patient was at home and was febrile and on antibiotics. The next day the patient continued to feel febrile so incentive spirometry was ordered. The patient was seen a week later in 2007, and it was noted that the pump site was red, swollen, and warm to the touch. The patient reported pain was a 4 on the 0-10 pain scale. It was the 1st day of keflex so cleocin was ordered. There was no fever or drainage noted. The patient was seen again four days later, and needle aspiration of the edematous pump pocket was performed and 360 cc of serosanguinous fluid was removed. An abdominal binder was ordered. The patient was again seen a week later and the pump pocket was edematous and the patient reported that pain was an 8 on 0-10 pain scale. At 90 cc of serosanguinous fluid was removed from the pump pocket, and the patient was to continue wearing the abdominal binder, finish the cleocin, and then restart keflex. The patient's oral ms contin was renewed due to increased pain. The patient was next seen the following month, due to increased pain (8 on 0-10 pain scale, could be 5 if in bed), chiefly in the left hip and buttock. A CT of the left hip and thigh as well as a bone scan was ordered, but not performed due to insurance issues. The pt's pump pocket was non-tender and slightly edematous. The pt's pump rate was increased and the patient was also give therapeutic bolus over two hours. The patient was seen again in the same month, because of a swollen abdomen and noted she "felt a knot". It was noted that the pump site was red. The patient reported that pain was a 10 on 0-10 pain scale. The patient reported that she had been wearing the abdominal binder. The patient's temperature was normal, the patient had completed the cleocin and restarted keflex. Pump pocket need aspiration yielded less than 10 cc serosanguinous fluid which was sent to the medical center lab for culture. The lab results revealed multiple rbcs and wbcs, as well as some rare gram positive cocci growth. Additional lab testing revealed the baceterial growth consisted of normal skin flora and was consistent with skin contamination. The pt's dose was again increased and another 2 hour therapeutic bolus provided. The pt will continue to follow-up with the hcp. The pt's pump contained morphine.